Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. During the week ending on (B)(6) 2015, rv pacing impedance rose to 323 ohms up from a trend ranging between 209 ohms and 285 ohms. (B)(4).

Event description:
It was reported that the patient heard beeping every four hours, which was an alert due to high tip-to-coil impedance of the right ventricular (rv) lead; the rv lead was possibly fractured. A check was performed the next day, which showed everything to be within normal limits. The patient's physician decided to monitor the tip-to-coil impedance; the rv lead is still in use. No patient complications have been reported as a result of this event.